Event description:
It was reported that the patient's pump charging port cover was missing, the time displayed on the pump was inaccurate, and the battery life was shorter, necessitating more frequent charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up actions.